Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, using vasoview hemopro 2. The harvester attempted to insert the endoscope into disposable vasoview hemopro 2. Upon insertion, the diameter of the disposable vasoview hemopro 2 was not sufficient for the endoscope to pass into the cannula. A replacement device was used to complete the procedure without issue. The hospital did not report any patient effects.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, using vasoview hemopro 2. The harvester attempted to insert the endoscope into disposable vasoview hemopro 2. Upon insertion, the diameter of the disposable vasoview hemopro 2 was not sufficient for the endoscope to pass into the cannula. A replacement device was used to complete the procedure without issue. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: corrected from: "device not returned" to "device discarded". Internal complaint # (B)(4). Autonumber # (B)(4).